Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was unable to communicate with the replacement charging system; however, the programmer was able to communicate without issue. Another charging system was used, but the issue persisted. Follow-up identified the physician repositioned the ipg on (B)(6) 2013, to decrease the depth of the device, and the issue was resolved. Postoperative the charging system would communicate with the ipg.